Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/04/2019. Signs of clinical use and no evidence of blood was observe. The delivery device was returned outside the loading device, with the white plunger fully depressed and the blue slide lock was disengaged. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly was observed to be inside the loading device body. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal and tension spring assembly. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed as well as confirmed for the analyzed failure "premature deployment".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal remained in the loading tool once the delivery device was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal remained in the loading tool once the delivery device was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.